Manufacturer narrative:
H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during an acl and meniscus repair, the guide was passed and the tunnel was drilled with the cannulated drill bit, which did not pass easily because it was colliding with the guide, causing damage to the drill bit. The tunnel could not be prepared to pass the ultrabutton. The specialist removed the guide, it was bent, so the technique was changed with biosure rg, the implant already prepared in the graft was removed and the technique with the interference screw was used. The procedure was completed with a delay of hours using a interference screw technique. No further complications were reported.